Manufacturer narrative:
D4 - expiration date - left blank as the lot number is unknown. H4 - device MFR date - left blank as the lot number is unknown. The suspect product was not returned for evaluation. The lot history review was unable to be performed, as the lot number was unknown to identify the non-conformities. The complaint could not be confirmed, and a root cause was unable to be determined.

Event description:
It was reported that there was a bent cannula observed when a patient with diabetes (pwd) used an infusion set due to which multiple alarms had occurred. There was no patient harm occurred.